Manufacturer narrative:
A review of the implant's mfg record indicates that it was manufactured to spec. Based on the info available, the root cause of the event cannot be determined. Should add'l info be obtained to further this investigation, this report shall be updated.

Event description:
It was reported by the pt's legal counsel that the pt received a tka on (B)(6) 2009. On (B)(6) 2010, the pt's on non zimmer tmt femoral component was revised. On (B)(6) 2010 that pt's tibial component was revised.